Manufacturer narrative:
H3. Investigation results - device information was not provided. The cause of the patient's condition and patellar revision surgery as related to the devices cannot be conclusively determined, insufficient information. These devices are used for treatment not diagnosis. There is no other information available.

Event description:
As reported via legal notification, the patient underwent an initial left knee replacement surgery and was implanted with an exactech knee system (B)(6) 2008. Patient underwent a revision on the patellar component on (B)(6) 2011, approximately 3 years, 3 months after the initial procedure. No device return anticipated due to this being a legal case. No further information.

Manufacturer narrative:
Prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. Additional information, including the product investigation, will be submitted within 30 days of receipt.